Event description:
It was reported that there are several cracks underneath the lcd screen of the insulin pump. Customer's blood glucose reading was 294 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had minor scratches on the display window and a cracked and bleeding display glass. The displacement test could not be performed due to the cracked and bleeding display.